Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device went into backup vvi mode after patient was externally defibrillated. Device was reprogrammed.